Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The prestataire reported that the cannula was angled. Patient's blood glucose rose to 288 mg/dl. No other information is available at this time.